Event description:
It was reported that the registered nurse inserted the catheter into the patient's urethra and when the nurse inflated the balloon with sterile water, the balloon popped or burst, the nurse inserted a new foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse inserted the catheter into the patient's urethra and when the nurse inflated the balloon with sterile water, the balloon popped or burst, the nurse inserted a new foley catheter. Per follow up information received via email on 09jul2025. It was confirmed that the sample was available, however the customer was an international customer so it may take some time. Also, no patient harm reported.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual: received 1 all silicone foley catheter using in house syringe attempted to inflate catheter balloon with 10ml of mbs. Upon inflation, solution started to leak into drainage funnel causing lumen to lumen leak. This does not meet specification per ip7603444, revision 0 which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the registered nurse inserted the catheter into the patient's urethra and when the nurse inflated the balloon with sterile water, the balloon popped or burst, the nurse inserted a new foley catheter. Per follow up information received via email on 09jul2025. It was confirmed that the sample was available, however the customer was an international customer so it may take some time. Also, no patient harm reported.